Manufacturer narrative:
(B)(4). The customer reported to have replaced the battery to resolve the malfunction.

Event description:
It was reported that during inspection, a ventilator generated an alarm, minutes after start-up. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The battery was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The battery was connected to a battery tester and measured 41.5% of the rated battery capacity. The reported malfunction was duplicated.